Manufacturer narrative:
Full address is (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump while during use of the product, a "low battery" alarm went off. Even after replacing the batteries with new ones, similar symptom appeared. There was no reported adverse events.